Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A visual and functional assessment was performed on the device which found that there was a hole in the hose and the rotations per minute (rpms) were below manufacturing specifications. It was determined that the hole in hose was due to mishandling of the device by allowing the hose to come in contact with a sharp object which punctured the hose or exerting extreme force on the hose during cleaning or use. It was further determined that the low rpm¿s was due to worn out vanes due to normal wear over time. Therefore, the reported condition was confirmed. The assignable root causes were determined to be due to user error (hole in the hose) and normal wear out from use (low rpm¿s). If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device had a hole in the hose. The event was not reported to have occurred during surgery. During in-house engineering evaluation, it was observed that the rotations per minute (rpms) were below manufacturing specifications. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.